Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal morphine 1mg/ml at .5mg/day via an implantable pump. It was reported that there was fluid of the pump pocket about 3 weeks ago. The company representative (rep) did not have any information of any environmental/external/patient factors that might have led or contributed to the issue. On the surgery day, on (B)(6) 2026, the company rep was informed the catheter revision was being done because of the presence of pocket fluid. The catheter was changed; the doctor just changed the catheter and kept the pump. They reported that the facility sent the catheter to analysis. The doctor reduced the daily dose on the surgery day .6mg/day to .5mg/day to keep a lower dose since they thought patient could be not receiving all dose before. It was unknown if the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 04-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.